Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen image appears orange. Customer is unable to operate the pump. There was no impact to customer's blood glucose level.